Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/09/2024, it was reported by a facility representative via (B)(4) that an ar-6482 dw remote connection coating ripped off. This was discovered during the case with no patient harm.